Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was no image and a scope communication error (b30) displayed. This finding was due to corrosion of the electrical contacts in the video connector caused by customer mishandling. Upon further inspection, it was observed that the bending angle in the up and down direction did not meet the standard value due to wear of the angle wire. It was also observed that the plastic distal end cover had corrosion. It was observed that the adhesive on the bending section cover had a crack. It was also observed that the universal cord and the video cable had a wrinkle. Lastly, it was observed that the electrical contact of the video connector had corrosion. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified however, there is sufficient evidence that confirms this is a well-understood failure mode, and therefore individual complaint investigations are not necessary. Consideration - we presume from the following investigation result that the event occurred by contact failure due to dirty/corroded electrical contacts of the connector. However, we could not specify the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the bronchovideoscope was connected to the video set, a b30 (scope communication error) was received and there was no image. The moment when the issue occurred is unspecified. There were no reports of patient harm.